Event description:
It was reported that it was difficult to interrogate this implantable cardioverter defibrillator (ICD). The physician did some troubleshooting and tried multiple attempts with each of them being unsuccessful. Additionally, it was noted that the patient was hit with a taser that was not on at the time however, it did hit the device. The physician wanted to know if there is any correlation between the programmer and the device trauma. Technical services (ts) recommended to check for tones with a magnet and there were no tones. Ts recommended to replace the device. Subsequently, the device was explanted and replaced successfully. It was noted that there was a dent right below the header of the device during the explant procedure. The device was returned for device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that it was difficult to interrogate this implantable cardioverter defibrillator (ICD). The physician did some troubleshooting and tried multiple attempts with each of them being unsuccessful. Additionally, it was noted that the patient was hit with a taser that was not on at the time however, it did hit the device. The physician wanted to know if there is any correlation between the programmer and the device trauma. Technical services (ts) recommended to check for tones with a magnet and there were no tones. Ts recommended to replace the device. Subsequently, the device was explanted and replaced successfully. It was noted that there was a dent right below the header of the device during the explant procedure. The device was returned for device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This ICD was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination confirmed a dent in the device case below the header, on the seal plug side. The device could not be interrogated and exhibited no pacing output. The device case was removed to facilitate inspection and testing of the internal components. The battery voltage was noted to be 0.90 volts, too low to support device functions. A high current drain was confirmed. Initially, an infra-red camera identified what appeared to be an anomaly on the mixed mode integrated circuit (mmic) component; however, when additional analysis was undertaken, the anomaly was no longer noted. An x-ray of the mmic did not note any issues. Photon emission microscopy (pem) was performed and, again, no anomaly was identified. Analysis confirmed this device exhibited a high current drain that resulted in premature battery depletion and, ultimately, the reported clinical observations; however, no root cause could be identified.